Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.0/1.0/096 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim (B)(4).